Event description:
On date: (B)(6) 2016 patient's pre-operative diagnosis were as follow: 1- prosthetic valve endocarditis 2- mrsa 3- acute renal failure 4- status post aortic valve replacement (B)(6) 2015 5- aortic root abscess 6- renal and splenic infarcts with embolic septic source 7- IV drug use and dependence operation: 1- redo sternotomy 2- reconstruction of aortic root and lvot with bovine pericardium; 3- drainage of aortic root abcess. 4- aortic valve replacement with small percival sutureless pericardial valve 5- lysis of significant adhesions patient tolerated procedure well. On (B)(6) 2023 patient's pre-operative diagnosis includes the following, history of biologic savr due to native ie history of prosthetic valve endocarditis treated with pericardial buttress and a small perceval valve. Severe degeneration of the percival valve with symptomatic severe aortic stenosis class iii / 4 congestive heart failure acute on chronic diastolic and systolic heart failure preoperative mean av gradient 72 mmhg ejection fraction of 20% left ventricular end-diastolic pressure 23. History of substance abuse and alcohol abuse, sts risk high, preop mild paravalvular leak via the percival valve hyhf class: 3-4. Chf: recent admission for chf. Bnp still 3500. During procedure, patient had following ; (viv tavr), transcatheter aortic valve replacement, (tavr)with prosthetic valve, percutaneous femoral artery approach transcatheter aortic valve replacement (transfemoral) with a 23 mm s3 with 3 extra cc of contrast. Temporary tranvenous pacemaker placement left heart catheterization. Aortic root angiography. Abdominal aortogram. Sentinel neuro-protection. Right subclavian angiogram, coronary angiogram. No complications documented.